Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Electrical testing was performed with passing results. During a simulated therapy it was determined that a burned contact inside the power entry module was present. The power entry module was replaced and the device passed specifications. The reported problem was confirmed through the sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA was initiated to address the more frequent occurrence rates of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) was making an electrical crackling noise during use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. The cause of the reported electrical crackling was due to a burnt contact inside the power entry module. The power entry module was replaced to address this condition. Should additional relevant information become available, a supplemental report will be submitted.